Event description:
Healthcare professional reports pt became "hyperexcitable" after receiving pca therapy of morphine. Pt was administered .8mg of narcan for reversal. Pt fully recovered.

Event description:
Healthcare professional reports pt became "hyperexcitable" after receiving pca therapy of morphine. Pt was administered .8mg of narcan for seversal. Pt fully recovered.